Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with doctor's results provided by end-user at time complaint was filed: date: (B)(6)2010; inratio: 3.5 inr; reference: 3.0 inr; mean: 3.25; confidence limits: 1.9-4.6. (B)(6)2010; 3.5 inr; 2.9 inr; 3.20; 1.9-4.6. Per description, time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Precision test is not required since there is no indication of inratio results exceeding 20% cv. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Data analysis revealed inrs reported by end user has met accurate criteria. The results are not considered discrepant within the context of the documented variability for inr testing. As of 05/27/2010, 5 discrepant results complaint was reported for lot #225938 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action or vigilance report is required at this time.

Event description:
Caller alleged discrepant results compared with physician's meter. Results as follows: date: (B)(6)2010; inratio: 3.5; other (non-inratio) meter: 2.9. (B)(6)2010; 3.5; -. (B)(6)2010; 3.0; -.